Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon aggressive ballooning of the aortic body stent graft sealing rings, the stent graft was observed to displace below the intended landing zone. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a balloon expandable stent and an aortic cuff. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.